Event description:
The surgeon stated that a nasal trocar came off completely while pulling the vitrectomy instrument from the eye, then the second temporal trocar started leaking through the valve and finally it also came off. Surgeon opened the conjunctiva and localized the scleral openings while the instrument was quite difficult to remove afterwards.

Manufacturer narrative:
Product not returned but device history.